Event description:
Healthcare professional reported right side ¿direct trauma after falling from stairs¿, ¿pain and change on breast shape¿, ¿intracapsular rupture (not device related)¿, and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Clarification to d.9. Returned to mfg on: the device has not been returned. Information contained in this report was previously submitted through psr on 24jul2017 and 23oct2017. A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the returned device identified: underweight, broken shell and others, brown particles. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on radius due to an unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.